Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to instability (only poly and pin revised). Procedure: total femur replacement. Doi: (B)(6) 2016 (hip implants), doi: (B)(6) 2014 (tibial insert), dor: (B)(6) 2017 (tibial insert), dor: (B)(6) 2021, unknown knee side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. All available x-rays were reviewed, and the dislocating condition can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Affected side: left knee.

Event description:
Patient was revised due to instability (only poly and pin revised). Procedure: total femur replacement. Doi: (B)(6) 2016 (hip implants), doi: (B)(6) 2014 (tibial insert), dor: (B)(6) 2017 (tibial insert), dor: (B)(6) 2021, unknown knee side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2022-02826 is being retracted since it was found to be a duplicate of 1818910-2022-03116.MFR# 1818910-2022-03116 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (is adverse event), b1 (is product problem), b2 (is required intervention) and h6 (patient and device codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h1. The hip and knee ips within this complaint shall remain as it is since they are all on the same event.